Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that after the stent graft was deployed, there was resistance felt during retraction of the nose cone. The nose cone was not catching on any part of the vessel or the stent graft. The physician pulled harder and was able to retract the nose cone into the graft cover and remove the device from the pt without injury. Outside the pt, the delivery system was wiped down and the sales rep felt the same resistance when he tried to retract the nose cone. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval summary: the device was received and its eval has been completed. The stent graft was not returned as it was implanted. The slider was retracted 25mm. There was a 27 mm gap between tapered tip and the edge of the graft cover. There were kinks on the graft cover at 55 and 95mm. The guide wire lumen was bent approx 45 degrees 20mm from the shoulder of the tapered tip. There was guide wire resistance encountered at 95mm. With the external slider (and graft cover) fully retracted, there was significant resistance when attempting to bring back the tapered tip. The resistance was encountered at 7 cm of travel of the quick disconnect. The delivery system was disassembled and a "bump" was identified on the od of the middle member at the distal glue port; which makes it very difficult for the hypo-tube insert to travel over the middle member. Excessive glue on the middle member was the cause of the removal difficulties.